Event description:
A malfunction on the pump was reported after the caller jumped briefly into a swimming pool. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.